Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel 500cc on the right side, and 450cc on the left side, silicone breast implants which the right side ruptured after implantation. Patient reported that the first cta was performed on (B)(6) 2018 and the last was on (B)(6) 2019 both findings the same thing. Patient also reported pain, depression and confusion,. As a result patient scheduled for removal on (B)(6) 2019. This report is for the right side.